Event description:
It was reported that the patient underwent a CT (computed tomography) scan procedure. After the procedure, the patient's oxygen saturation and heart rate decreased. They found the patient disconnected from the transport ventilator, but the ventilator did not alarm. The patient underwent a pulseless electrical activity procedure, then was given cardiopulmonary resuscitation. The patient was then infused with oxygen and a code blue alert was called out. A rosc (return of spontaneous circulation) procedure was successful within 2 minutes, then the oxygen increased to 99%. The patient was still imbued with oxygen on the way to ICU. A pb 980 ventilator was then attached to the patient upon arriving in ICU. This is a serious injury type of event, having health effect clinical codes; code 1751 for bradycardia and code 2477 for hypoxemia. As per report, the brand name of the affected product was parapack medic and a description of ventilator, emergency, powered (resuscita) and 19512 as its lot number. Report date was on 18-nov-2024 and report type is voluntary. Crasonable 11-dec-2024.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2025-00205. Please reference file mrn 9611178-2025-00011 for all details pertinent to this event.